Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21/may/2024.

Event description:
Healthcare professional reported rupture on left side. Later reported " capsular contracture 3 baker grade" and "seroma". Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported rupture on left side. Later reported " capsular contracture 3 baker grade" and "seroma". Device has been explanted.

Event description:
Healthcare professional reported, rupture on left side. Device remains implanted.

Manufacturer narrative:
E1: phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture on left side. Later reported, "capsular contracture, 3 baker grade" and "seroma". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.